Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a transcatheter aortic valve replacement (tavr) procedure that included temporary transvenous pacing (tvp) via right femoral vein, the tvp dislodged. Code blue was called but no compressions were done. A tvp was placed via right ij (internal jugular) vein at bedside but dislodged again. The patient was emergently transferred to the cath lab for tvp. It was noted that the sideport of the sheath came out which resulted in bleeding.